Manufacturer narrative:
Qn#(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one catheter was removed because the balloon burst three times. On the third insertion the patient experienced pain and a little bit of blood. During pre-test no abnormalities were observed before insertion. The balloons were properly sealed and there was no leak. The patient did not complain when the balloons were inflated after each catheter insertion. The devices were properly in the bladder.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation, only a photo was provided; therefore, no physical investigation could be conducted. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint is not confirmed.

Event description:
It was reported that one catheter was removed because the balloon burst three times. On the third insertion the patient experienced pain and a little bit of blood. During pre-test no abnormalities were observed before insertion. The balloons were properly sealed and there was no leak. The patient did not complain when the balloons were inflated after each catheter insertion. The devices were properly in the bladder.